Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not turning on and displayed only a black screen with no image during inspection for use. There was no patient involvement.

Event description:
No additional customer related information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure not turning on and displayed only a black screen with no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of not turning on and displayed only a black screen with no image due to cause traced to component failure. Additionally noisy image cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.